Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump was not delivering insulin. There was no reported impact to the customer¿s blood glucose. Although requested, the customer declined troubleshooting. Reportedly the customer reverted to manual injections for insulin therapy.